Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported at their latest dental appointment their dentist found their gums are more inflamed than normal and teeth sensitive. The dentist recommended to stop treatment. Patient provided a letter of recommendation stating this recommendation from the dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.